Manufacturer narrative:
H.6. Investigation summary: catalog: 442023. Batch no.: 3102712. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results. H3 other text : see h.10.

Event description:
It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic) that there was a molecular false positive. No patient impact. The following information was provided by the initial reporter: the client reported a blood culture processed for sepsis filmarray with results of klebsiella pneumoniae and candida tropicalis, in the ring of the same bottle to the blood and macconkey agars only klebsiella pneumoniae grew, in the gram of this same bottle gram negative bacilli were observed, it was performed a new replenishment of the same bottle to sabouraud agar, selective for yeasts and they did not grow. Lot 3102712.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic) that there was a molecular false positive. No patient impact. The following information was provided by the initial reporter: the client reported a blood culture processed for sepsis filmarray with results of klebsiella pneumoniae and candida tropicalis, in the ring of the same bottle to the blood and macconkey agars only klebsiella pneumoniae grew, in the gram of this same bottle gram negative bacilli were observed, it was performed a new replenishment of the same bottle to sabouraud agar, selective for yeasts and they did not grow. Lot 3102712.